Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 2 endoleak, sac growth, the placement of a limb extension in the right iliac artery on (B)(6) 2016, and the persistent type 2 endoleak following the secondary procedure. Additionally there was evidence to reasonably support the following observations; at implant an intraoperative stent migration of the proximal extension after ballooning without an endoleak, at 15 months post implant additional movement of the proximal extension, embolization of a type 2 endoleak on (B)(6) 2016, a reline of the initial devices with ovation stents, after reline there still remains a type 3b endoleak of the proximal extension, a type 2 endoleak of the distal right lumbar artery, and a persistent type 1a endoleak. The clinical assessment was based on adequate medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, presence of patent lumbar arteries prior to the initial implant, relining with a non afx graft.

Event description:
Through clinical evaluation, on (B)(6) 2016 the patient also had an embolization procedure completed. On (B)(6) 2016 the patient was brought in for a follow up and a type 2 endoleak was identified. The physician elected to complete an additional embolization procedure. On (B)(6) 2016 the physician elected to reline the patient with ovation devices in addition to a non-endologix stent also implanted. The final angiogram showed the patient had a persistent type 1a endoleak and a type 2 endoleak. To date there have been no additional adverse events reported for this patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2015. Upon follow up the physician identified a type 2 endoleak with aneurysm sac growth. On (B)(6) 2016 the patient was implanted with a limb extension to extend the right common iliac artery (rcia). The patient still had a persistent type 2 endoleak following the procedure. Physician is planning to complete an addition endovascular procedure to address the endoleak. The patient is not scheduled for an additional procedure at this time, the patient is in stable condition.